Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This MDR is regarding the esheath. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, regarding a 29mm sapien 3 valve. During procedure, there was high resistance while advancing the commander delivery system through the 16f esheath, so additional push force was applied. Despite the resistance found, the sapien 3 valve was successfully implanted. Difficulties were found to remove the esheath from the femoral artery and it was needed to perform a surgical intervention. After withdrawal, it was seen that the esheath was damaged. The patient suffered an ischemic stroke, which was considered a consequence of the push force applied when advancing through the artery due to a calcification. The patient was unconscious and remained hospitalized. The device was received for evaluation. As per the preliminary evaluation of the device photo provided, it could be observed the esheath kinked and the esheath liner delaminated.

Manufacturer narrative:
Additional/corrected data g3, g6, h2, h6, h11 verbiage the device was returned for evaluation. The returned sheath was visually examined, and the following was observed: liner delaminated 5 cm in length from tip, liner folded inwards. During pre decontamination process a liner strand was created by engineering due to the manipulation to unfold the liner. C marker band attached to the liner. Sheath shaft damage kink at 9 cm from tip. Liner delaminated 3 cm in length at the sheath shaft damage kink location. Tip opened as designed. Due to the nature of the complaints, no applicable functional or dimensional testing was performed. Imagery was provided and the following was observed post procedural image of sheath in which liner appears to be delaminated at 2 different locations. Also there are some sheath shaft kinks. 3mensio was provided and reviewed. Access vessel met the minimal vessel diameter for a 16f, the femoral are not particularly tortuous and not calcified. The reported events were confirmed by review of the provided imagery and returned device. No manufacturing non conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non conformance would have contributed to the complaint event. A review of IFU training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per returned device liner was delaminated and sheath shaft kinked. Per IFU training manual completely unflex the delivery system ensure the balloon is completely deflated. With no device or images returned of the delivery system, it is unknown if the delivery system was in the appropriate condition during withdrawal. However, based on the returned device condition, it is possible that non coaxial withdrawal through the sheath tip resulted in the delivery system to catch on the liner. With high pull force, the liner can delaminate and the shaft can buckle and kink. Although the delivery system was able to be pulled out through the sheath, the damages that occurred from this manipulation resulted in a larger sheath profile at the kinked region, which likely caught on patient anatomy during attempted sheath withdrawals causing difficulties removing. As such, available information suggests that procedural (non coaxial withdrawal, high pull force) factors may have contributed to the liner delamination and sheath kinks, while procedural factors (damaged sheath) resulted in the inability to remove the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The device was returned for evaluation. The returned sheath was visually examined, and the following was observed: liner delaminated 5 cm in length from tip, liner folded inwards. During pre-decontamination process a liner strand was created by engineering due to the manipulation to unfold the liner. C-marker band attached to the liner. Sheath shaft damage/kink at 9 cm from tip. Liner delaminated 3 cm in length at the sheath shaft damage/kink location. Tip opened as designed. Due to the nature of the complaints, no applicable functional or dimensional testing was performed. Imagery was provided and the following was observed: post procedural image of sheath in which liner appears to be delaminated at 2 different locations. Also there are some sheath shaft kinks. 3mensio was provided and reviewed. Access vessel met the minimal vessel diameter for a 16f, the femoral are not particularly tortuous and not calcified. The reported events were confirmed by review of the provided imagery and returned device. No manufacturing non-conformances that would have contributed to the complaint event were identified. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per returned device liner was delaminated and sheath shaft kinked. Per the training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. In this case, no calcification present and vessel sizes were appropriate for use of the system. The perceived insertion angle was normal. Tortuosity was deemed not particularly tortuous in the imaging evaluation. Any non-coaxial advancement increases friction between the delivery system, crimped valve, and sheath, which can lead to increased resistance. Based on the condition of the damaged sheath upon return, engineering is unable to isolate damages that occurred during delivery system insertion as further device manipulation occurred during device withdrawal. Therefore, a definite root cause is unable to be determined. Per IFU/training manual completely unflex the delivery system ensure the balloon is completely deflated. With no device or images returned of the delivery system, it is unknown if the delivery system was in the appropriate condition during withdrawal. However based on the returned device condition, it is possible that non-coaxial withdrawal through the sheath tip resulted in the delivery system to catch on the liner. With high pull force, the liner can delaminate and the shaft can buckle and kink. Although the delivery system was able to be pulled out through the sheath, the damages that occurred from this manipulation resulted in a larger sheath profile at the kinked region, which likely caught on patient anatomy during attempted sheath withdrawals causing difficulties removing. As such, available information suggests that procedural (non-coaxial withdrawal, high pull force) factors may have contributed to the liner delamination and sheath kinks, while procedural factors (damaged sheath) resulted in the inability to remove the sheath. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.